Manufacturer narrative:
No product was returned following two documented attempts. Unused product of this claimed lot has previously been investigated for the same failure mode - see case-(B)(4). No further investigation possible. Root cause is unknown.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a kendo-k file has a loose handle. The outcome of this event is unknown as of this MDR. Further information requested.